Event description:
Additional information was received stating that when efforts to switch between 2d and 3d modes failed to illicit any change, the imaging system and mobile view station (mvs) were both shut down and then rebooted together. The manufacturer representative was on the phone with intra-operative help line, but had no further suggestions.

Manufacturer narrative:
H2) additional information was added to a and b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: m021083c001, software version: 4.2.1. H3, h6) the system was serviced in the field. In summary, the system operated as intended, the reported issue was unable to be replicated.  H6) multiple annex a codes were applied to capture this event. A13 captures the scan not being able to save, a090501 captures the in termittent 2d unresponsiveness, and a110201 captures the pendant issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the orientation button for the 2d spin was intermittently unresponsive. Additionally, the 2d scan would not save. The micromovement button would also not respond to change. The pendant was also not lighting up, except for the top right side of the pendant. There was no impact to patient's outcome and surgical delay was reported as less than one-hour.

Manufacturer narrative:
H3, h6) a software analysis was conducted. Analysis concluded the issue was not software related. Complaint data analysis found the event was due to a user workflow as per log review. Software was working as designed. Previously reported codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.